Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery gauge was noted to be at 80% prior to the customer going to sleep. However, the next morning, the battery had completely depleted and the pump had shut off. The customer's blood glucose level was reported to be 215 mg/dl.